Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra coil 400 detachment handle and penumbra coil 400 coils. During the procedure, the physician was unable to detach five pc400 coils although the detachment handle had broken the pet lock. The physician purposefully broke the pusher wires and each of the coils was successfully detached in the aneurysm. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the coil was implanted in the patient and was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00898, 00899, 00900, 00901, 00902. The hospital discarded the device.